Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarmed 'technical event', vent auto-switched mode of ventilation to pt from scmv+ to pcv+. No harm to patient, vent immediately removed from service, tagged out of service.